Event description:
It was reported that far-field r wave oversensing leading to inappropriate automatic mode switch was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.